Event description:
The customer reported a high blood glucose of 423 mg/dl. The customer felt that the insulin pump has not been giving her the right amount of insulin. The customer stated that she has changed the infusion set and insulin, but continues to experience elevated blood glucose levels. The customer stated that she even programs a higher amount of insulin than what the bolus wizard suggests. Offered to troubleshoot, but the customer declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.